Event description:
New information received indicated that the impedance and threshold began to significantly increase in (B)(6) 2017. A vibratory alert was delivered. The patient was asymptomatic. The patient was stable before, during and after the procedure and did not experience any adverse events because of the replacement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold and low lead impedance were observed on the rv lead. The helix would not retract during revision. The rv lead was capped and replaced on (B)(6) 2018.

Event description:
New information received indicated that dislodgement was also noted on the rv lead.